Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report. During processing of this complaint, attempts were made to obtain complete patient information.

Event description:
It was reported the patient was experiencing pain at the ipg site only when they get up from a chair. It was noted the ipg was poking out and causing discomfort. As a result, the patient underwent surgical intervention on (B)(6) 2020 during which the ipg was repositioned and implanted deeper and more to the left side.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.